Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
On 05/05/2026, intuitive surgical, inc. (Isi) received user facility report 4900240000-2026-8059 stating: would not deploy clip. It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not deploy the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: incident occurred prior to clip application inside the patient. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side. Issue occurred on the first application. A backup was used to resolve the issue.